Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller was instructed to load a second, new cartridge but was unable to do so immediately, as he was not home. He agreed to call back if any issues arise when loading the new cartridge.